Event description:
Customer reported that the insulin pump's up button was unresponsive. Customer reported that numbers were scrolling on the display. Customer did not recall any significant events leadint up to the error. Blood glucose level was 221 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No stuck buttons or numbers scrolling up noted. The device had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.